Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred while using bd intima ii¿ closed IV catheter system. The following information was provided by the initial reporter: the patient was admitted for treatment of bacterial bronchopneumonia. On (B)(6) 2022, during the normal operation of transfusion for the patient, the nurse found that the closed venous indwelling needle had lateral hemorrhage and could not be used normally. After the discovery, a new vein was immediately replaced for secondary puncture and infusion. During the puncture process, alcohol iodine was used to disinfect the patient. After the replacement, there was no abnormality.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 1356879. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
No additional information